Event description:
The patient was scanned with the microscopy coil on top of the left hand. After the examination, a second degree burn was found on the back on the left hand with a size of about 3-4 cm.

Manufacturer narrative:
(B)(4). Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.